Manufacturer narrative:
Further investigation of the customer issue included a review of the complaint text, in-house testing, a search for similar complaints, and a review of labeling. An accuracy testing protocol was executed using lot 79248un12; testing met the acceptance criteria and determined the reagent is performing acceptably. Tracking and trending did not identify an adverse trend for the lot in question. Labeling was reviewed and found to be adequate. Based on the available information no product deficiency of the architect stat troponin-I reagent list number 02k41, lot number 79248un12, was identified.

Event description:
The customer observed falsely elevated troponin results while using the architect stat troponin-I assay. The customer provided the following example which does not align with the patient medical history. The customer provided cutoff is 0.028 ug/l. Initial 0.036 ug/l, retest 0.009 ug/l. There was no adverse impact to patient management reported.

Manufacturer narrative:
(B)(4). An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. An evaluation is in-process.